Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a compromised force sensor system alarm during a prime rewind. He also stated he was unable to exit the preparing to prime loop. Customer's blood glucose was 92 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. He also reported his battery cap was stripped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.